Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured approximately 1.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was kinked during removal from the packaging. Evaluation of the returned product confirmed that the 5max ace reperfusion catheter was fractured distal to the hub underneath the strain relief. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, a kink was noticed in the 5max ace reperfusion catheter while attempting to advance a 3max reperfusion catheter through it. The 5max ace reperfusion catheter was not used in the procedure.